Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# j0309690v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient reported that starting in 2013, the patient had gradual progressing neurological health changes. These changes include loss of hearing, vertigo, seizures, ocular migraines, deteriorating of the ear nerve and a possible ms diagnosis. The doctors thought it could be due to a tumor. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim.